Event description:
It was reported that the device had a small crack above the battery door. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. E1 phone number: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Small crack above battery door. Performed pm (preventative maintenance). The customer's indicated failure was confirmed. It was unknown what cause the crack above the battery door. The pm was the annually required pm. Replaced parapac case work kit and performed pm. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.